Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was unknown. The frequency of vancomycin treatment was every 96 hourly. Antibiotic treatment with vancomycin and ceftazidime injection were discontinued (on an unknown date). At the time of this report, the patient has recovered from peritonitis and cloudy pd effluent. Treatment with extraneal therapy was discontinued (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. The patient was not hospitalized; however, was treated with ceftazidime (1g, intraperitoneal, once daily) and vancomycin (intraperitoneal, once daily) for the event. At the time of this report, peritonitis has not yet recovered, and pd therapy was ongoing. No additional information is available.